Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to exposer to heat. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had a melted distal cover. There were no reports of patient involvement.